Event description:
(B)(4). A few months after I had my implants put in, I started having severe lower abdominal pain. I thought it was just cramping so I ignored it or took advil to help with the pain. As the months went by I kept having pain, I went and saw my doctor regarding the pain and I was told that there was no way it could be the essure. I took his word for it and left. Around (B)(6) 2014 I went back to my doctor explain to him that the pain is not only still there but it has gotten a lot worse, I have a constant stabbing pain at all times to the point that I have to take sleeping meds every night just to stay asleep and I wake up every morning and the first thing I have to do is take something to help with the pain. I keep getting told that I have cyst but I haven't had any problems with cyst in 14 years and this horrible pain didn't start until a few months after the implants were put in.